Event description:
The patient reported leaking from the filter of the tubing. This is the third tubing to leak. Diagnosis or reason for use: pph. Is the product compounded: no. Is the product over-the-counter: no.